Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: 110010245 ¿ g7 shell ¿ 6669493. Complaint sample was returned and reviewed against the complaint. Visual inspection found the barb to be lightly roughened. The rim is chipped in the same location that the side and scallops of the liner are gouged. A scratch was observed on the outer radius. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial hip procedure, the liner would not seat with the cup after multiple attempts. The surgery was completed with a second liner. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Product has been received and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip procedure, the liner would not seat with the cup after multiple attempts. It is unknown how the surgery was completed. Attempts have been made and additional information on the reported event is unavailable at this time.